Event description:
Affiliate reports that, under drainage was noticed after the valve was implanted. The doctor decided to replace it. The doctor also said that, there is no blockage in the valve and the cause of the under drainage was unknown.

Manufacturer narrative:
It has been communicated that, the device is available for evaluation. Upon completion of the investigation, a follow up report will be filed.